Event description:
It was reported the patient presented to the emergency room after receiving four inappropriate shocks. It was indicated the patient's heart rate was sinus tachycardia (st) and initially therapy was appropriately withheld for the st. But the right atrial (ra) lead was undersensing the p-waves which caused shocks to be delivered by the right ventricular (rv) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.